Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the customer's condition had improved - able to establish contact with customer who stated that she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated she had tested using the true metrix air meter and had obtained a blood glucose test result of 107 mg/dl fasting.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer stated that she had a steroid shot and that her blood glucose has been high. The customer stated she was feeling tired and dizzy but is not sure if it is related to her diabetes as she has other health issues. Medical attention was not needed at the time of the call. The customer's expected blood glucose test result range was not provided. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/31/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history. After reviewing what hi means, the customer stated that she was going to go and take her insulin.